Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for performing pump reset, and successfully restored screen responsiveness.